Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing an "apply sample" message even though the patient had already applied the blood sample on her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8:30 pm. The patient's reporter denied that the patient takes any medications to manage her diabetes and due to the alleged issue continued her usual diabetes treatment. She claimed that 7 hrs after the alleged issue started, at 3am, the patient felt "stomach pain" the patient's reporter denied that the patient received any form of medical treatment in response to her symptom. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient's symptom did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because, the alleged product issue remained unresolved.